Event description:
It was reported that this device is showing a premature battery depletion (pbd) behavior. Upon analysis, the allegation was confirmed. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this device was showing a premature battery depletion (pbd) behavior. Upon analysis, the allegation was confirmed. This device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. The device analysis concluded that capacitors, c2, c3, c5 and/or c52 were leaky due to hydrogen exposure which caused the premature battery depletion; therefore, the investigation conclusion is cause traced to component failure.